Manufacturer narrative:
Date of event estimated based on aware date. The synergy ous mr 2.75 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage with struts on the distal and proximal ends in a lifted state. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A 0.014 test guidewire loaded successfully. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13 jul 2021. It was reported that difficulty advancing occurred. The target lesion was located in the calcified proximal anterior descending artery. The 2.75 x 24 synergy drug eluting stent was introduced but failed to progress. There were no patient complications reported. However, device analysis revealed stent damage.